Manufacturer narrative:
Concomitant medical products nv gxl linr, ntrl, 32mm ID, group 2 cups (cat# 130-32-52 / serial# (B)(4)). Alteon 6.5mm screw, 20mm (cat# 180-65-20 / serial# (B)(4)). Alt ha s clr ext sz 6 (cat# 190-31-06 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 3.5 years post initial tha, this male patient was brought back for right hip osteolysis. The patient was complaining of pain, and it was evident in the x rays. The femur was dislocated. The femoral head removed. The poly liner removed using a bone screw. The acetabular screw was removed. The cup was found to be well fixed. A new xle liner was implanted, 36mm ID lipped. The stem was checked found to be loose. It was removed and a 19x245 monobloc was implanted with a 36+3.5 biolox head. There was no breakage of device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. X-rays attached. The devices will be return.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of an insufficient bond between the femoral stem and the femoral bone, which led to the reported pain and osteolysis. The most probable root cause associated with the reported event of ¿osteolysis¿ is associated with destruction or disappearance of bone tissue likely related to weakened integration of an implant at the bone-implant interface.